Event description:
Vacuum extraction delivery. Baby born via c-section after failed vacuum extraction attempts. Baby's occipital area noted to be very edematous, mishapen and red/bruised. CT scan shows subdural hematoma and cerebellar bruising. Resolved quickly and pt discharged 2 days later without problems.